Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical devices: dtba1d1 crt-d, implanted on (B)(6) 2014 and 6932-65 lead implanted on (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.